Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter and suffered a pericardial effusion which required a pericardiocentesis. At the end of the procedure, the patient's blood pressure dropped. The blood pressure drop was noticed on the anesthesia monitor. A pericardial effusion was diagnosed via intracardiac echocardiography (ice) and confirmed on a transthoracic echocardiogram. A pericardiocentesis was performed. The caller stated that the patient was now stable. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was patient condition, since the patient had a small pre-existing pericardial effusion. The outcome of the adverse event was that the patient fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. The patient did not require cardiac surgery. Relevant history/preexisting condition indicated that the patient had pre-existing pericardial effusion, and no transeptal puncture noted. Prior to noting the pericardial effusion, ablation was performed. No evidence of steam pop. Irrigation flow settings were 8ml/min and 15 ml/min.